Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the atrial connector on the generator was broken and therefore it was replaced. Analysis also found the upper case dented, which affected the keyboard fit, that the upper and lower cases, ring cover, both bail covers and the battery drawer were broken, one case screw was missing, the battery contacts were compressed, the keyboard was scratched and the battery drawer o-ring was missing.

Event description:
It was reported that the atrial connector on the external pulse generator was broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the atrial connector on the external pulse generator was broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.